Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in the clinic. Upon interrogation, the implantable cardioverter defibrillator exhibited failure to capture with non-sustained ventricular oversensing episodes. The device was programmed and the patient would continue to be monitored.